Event description:
It was reported that 7 bd precisionglide needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: 17 needles 0.7 x 25mm were rejected. Defect in the needle cover and presence of a foreign body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072001, medical device expiration date: 2025-03-31, device manufacture date: 2020-04-01. Medical device lot #: 9087733, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: photos received for investigation. Upon visual inspection, it is possible to observe the presence of foreign matter in the product, however it is not possible to identify the origin of the foreign matter through the photos. Physical samples would be necessary to analyze the foreign matter. Furthermore, it is possible to observe the presence of a damaged needle shield on the second photo. Possible root cause for shield damaged, the shield responsible for fitting the protector to the hub, was out of position. The block was adjusted immediately in the correct position and fixed. Based on the quality team's investigation, we are not able to identify a root cause for foreign matter related to our manufacturing process at this time.

Event description:
It was reported that 7 bd precision glide needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: 17 needles 0.7 x 25mm were rejected. Defect in the needle cover and presence of a foreign body.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-11. H6: investigation summary: samples and photos received for investigation. Upon visual inspection, presence of foreign material in the product for batches 0072001 and 9087733 is observed, additionally, a damaged shield is observed. Foreign substance for lot 0072001 is identified as packaging material. The foreign substance for lot 9087733 resembles accumulated silicone, which indicates that the contamination occurred after the cannula assembly stage in the hub. Possible root cause for packaging material is associated with an operational failure to perform the cleaning after changing the shift, thus causing contamination of the product. Possible root cause for silicone is associated with the tangling of the needle rack after the silicone station, thus causing contamination of the cannula. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Possible root cause for shield damaged is associated with assembly process. Action was taken to repair and adjust the piece responsible for shield assembly.

Event description:
It was reported that 7 bd precisionglide needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: 17 needles 0.7 x 25mm were rejected. Defect in the needle cover and presence of a foreign body.